Event description:
Patient with a total knee replacement has a ruptured pcl resulting in an unstable knee. Revision surgery is planned to exchange poly inserts.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.